Event description:
I have textured breast implants sebbin. In 2 years after augmentation, operation; appeared strange skin rash mostly on elbows area and feet (surface above), slight pain all around the implant area for some period then disappeared itself. Are textured breast implants sebbin hazardous? FDA safety report ID# (B)(4).